Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation in addition to abdominal stimulation. An impedance check revealed low impedance on one contact. As a result, the patient's lead was explanted and replaced with different models.

Event description:
Follow-up revealed reprogramming was performed and the patient's pain coverage had improved.